Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils punctured her fallopian tube") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("chronic pelvic pain"), menstrual disorder ("excessive and abnormal bleeding during menstruation") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (left salpingectomy). Essure was withdrawn. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder and menorrhagia outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain, menstrual disorder and menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no (B)(4) can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube perforation ("one of the coils punctured her fallopian tube"). Left salpingectomy was required. Fallopian tube perforation is anticipated according to reference safety information for essure. Fallopian tube perforation may occur during essure therapy or can occur as potential complication of essure insertion or removal. The exact time point and mechanism of perforation was not known. However, considering the nature of event, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube perforation ("one of the coils punctured her fallopian tube"). Left salpingectomy was required. Fallopian tube perforation is anticipated according to reference safety information for essure. Fallopian tube perforation may occur during essure therapy or can occur as potential complication of essure insertion or removal. The exact time point and mechanism of perforation was not known. However, considering the nature of event, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.